Manufacturer narrative:
(B)(4). Implanted in 2002. Report source australia. (B)(4). Reported event was unable to be confirmed due to limited information provided by the customer. Part and lot identification are necessary for review of device history records, neither were provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2022 - 02306.

Event description:
It was reported that patient underwent a hip revision approximately 10 years post implantation due to dislocation. Attempts have been made and additional information on the reported event is unavailable at this time.